Manufacturer narrative:
Concomitant medical products: pb1018 valve, implanted: (B)(6) 2016; 383059 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was either prophylactically replaced or reprogrammed. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality, the ipg will be explanted and replaced or reprogrammed to preclude harm to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no intervention was carried out. The implantable pulse generator (ipg) remains in use.